Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level above 600mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer did not have an active continuous glucose monitor session going, therefore, the customer could not monitor bg levels via the pump. In addition, the customer did not monitor bg levels with a bg meter. Customer declined further troubleshooting with tandem technical support.